Event description:
It was reported that the customer had seizures a few months ago and since then her glucose level started to drop drastically. The customer stated that her sugar level was treated with glucagon. The mother stated that the customer's glucose level was 60mg/dl. The customer was incoherent and the paramedics were called and took the customer to the hospital. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.